Manufacturer narrative:
(B)(4). A maquet field service technician will evaluate the unit. A follow-up medwatch will be submitted if additional information becomes available.

Event description:
It was reported that the ICU rotaflow console suddenly ¿shut down¿ during vv support. Day 2 of vv support with use of avalon cannula for a male, (B)(6), with 6l/minute that required 5000 rpm to provide arterial saturations of > 85%. Clinician noted that the flow suddenly decreased and the pump stopped abruptly displaying ¿head error¿ message on console. The rotaflow console was unsuccessfully rebooted and the rotaflow hand crank was utilized to provide continued vv support until the rotaflow console could be exchanged with another ¿backup¿ rotaflow console. Estimated hand crank utilization <5 minutes. Drive motor was not changed out and was attached to the replacement rotaflow console and is working without issues. No consequences to the patient during hand crank or device replacement. (B)(4).

Manufacturer narrative:
The device was requested for further investigation. According to the service order (B)(4) from (B)(4) the ic1 is defective on the electronic board "mc2". The damage to the electronic component may have been caused by a "hot plug". The defective component (ic1) was replaced on the electronic board mc2 and the unit was tested to factory specifications. All tests were performed successfully. The unit has been repaired and returned to service. Thus the failure could be confirmed. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. No corrective action is needed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
(B)(4).